Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was occasional undersensing on the right atrial (ra) lead during atrial arrhythmia episodes causing false termination of the arrhythmia. High capture thresholds were also noted on the right ventricular (rv) lead. The ra lead and rv lead remain in use. No patient complications have been reported as a result of this event.